Event description:
The balloon pump would not inflate. Dr tested the balloon and after failed attempts to inflate the balloon he then removed the balloon and repaired the left femoral artery. No harm to patient. Manufacturer response for balloon pump- intra-aortic, 7.5fr 40cc iabp- (per site reporter): returning for credit.